Event description:
This covers event 1 of 2. It is reported broken plunger. Description: syringe is being used to inject omnipaque 240 during the procedure. This has been a common practice with no harm until very recently. The physician has been poked by the broken pieces from the syringe plunger breaking. The first time had no harm. When was incident noticed: during use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
(B)(4). Follow up. It was reported the syringe plunger was breaking. Our quality team has completed a device history record review for material number 302832 and lot number 5342569. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.